Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced autoreducing and ineffective therapy. Diagnostics showed high impedances on one lead. As a result, the lead at c3 was explanted and replaced to address the issue.